Manufacturer narrative:
Clinical innovations is investigating the incident. User facility did report that baby is in good condition. If any additional information is obtained, a follow-up report will be submitted.

Event description:
Physician reported a subgaleal hemorrhage associated with a vacuum delivery using a kiwi omni-cup. 4 pop-offs were reported. The outcome of the fetus was good.